Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient had increased spasticity. Catheter port access was done on (B)(6) 2014. A dye study was done. It was determined that the catheter was occluded; the location was the distal end. A catheter revision was done on (B)(6) 2014. There was no csf (cerebrospinal fluid) flow from the spinal segment. That portion of the catheter was removed and replaced. Flow was obtained. The patient status was reported as ¿alive-no injury¿. As of (B)(6) 2014, they were still titrating the intrathecal baclofen rate. The device system was delivering lioresal.